Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, low battery, failed batt test alarms due to blank display. Unit had cracked lcd window, no cracked reservoir tube window noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life, rejected batteries and had hairline fractures on the reservoir window. Customer also stated that the insulin pump had unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.